Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had the plastic part of the tip cracked and was missing a piece. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.